Manufacturer narrative:
Event date is an estimate.

Event description:
Related manufacturer report number: 1627487-2021-19252, 1627487-2021-19253, 1627487-2021-19255. It was reported that patient's leads migrated. It was noted that the patient needed an MRI. As result, the system was explanted.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.